Event description:
It was reported that the patient presented during clinic. In clinic, the implantable cardioverter defibrillator could not be interrogated via radio frequency telemetry. Programming changes and software upgrade were completed. There were no patient consequences.